Event description:
It was reported that a patient experienced noise that resulted in oversensing, low rv pacing impedance, and failure to capture on their right ventricular lead. Testing also revealed loss of sensing during patient movement. Programming changes were made and the patient was stable after the procedure.